Event description:
It was reported that the surgeon noticed that the breakage of the pin of the baseplate trial when kiel punch was used. Broken tip of the baseplate pin was not in the patient.

Event description:
It was reported that the surgeon noticed that the breakage of the pin of the baseplate trial when kiel punch was used. Broken tip of the baseplate pin was not in the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured pin involving a punch thru tibial baseplate was reported. The event was confirmed. Visual inspection confirmed the reported pin fracture. A materials analysis report indicates no material or manufacturing defects were identified .patient factors did not contribute to the reported event. All devices accepted into final stock conformed to specification. There have been 2 similar previous reported events from this lot ID. The investigation concluded that the reported event was the result of a side impact. No evidence of material or manufacturing defects exists.